Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Miettinen, hannu ja., miettinen, simo sa., kettunen, jukka s. (2020) revision hip arthroplasty using a porous tantalum acetabular component. Hip international 00(0), 1-7. Https://doi.org/10.1177/1120700020913294.

Event description:
A journal article was retrieved from hip international (2020) that reported a retrospective study from finland (kuopio university hospital) that looked at the survivorship of tm revision hips. The purpose of the study was to investigate the 10-year survival of trabecular tantalum metal (tm) acetabulum component in revision hip arthroplasty operations and to evaluate complications leading to re-revision. The study reviewed 100 revision hip patients revised with a tm revision shell, unconstrained liner, 28mm head, and monoblock (35 hips) and revision components (65 hips) with additional screws in 45 hips and augmentation in 5 hips. The indication for revision was acetabular loosening (67), liner wear (19), loosening of both components (5), infection (2), protrusion (2), malposition (2), periprosthetic fracture (1), femoral loosening (1), and recurrent dislocation (1). The mean age of the patients at the time of revision was 69.8 (sd 8.0; range 48.0¿91.0) years. The mean follow-up time was 9.4 years and the median was 11.5 years (sd 4.118; range 0.1¿13.4 years). The patients were routinely clinically followed with a 3-month postoperative visit and some patients were seen after that in extra follow-up evaluations from 1¿5 years after the revision surgery. It was reported in a journal article 5 patients were revised due to infection. In infection-revision cases, the head component was changed in all patients and no further revisions were required. Attempts have been made and no further information has been provided.

Event description:
A journal article was retrieved from hip international (2020) that reported a retrospective study from finland (kuopio university hospital) that looked at the survivorship of tm revision hips. The purpose of the study was to investigate the 10-year survival of trabecular tantalum metal (tm) acetabulum component in revision hip arthroplasty operations and to evaluate complications leading to re-revision. The study reviewed 100 revision hip patients revised with a tm revision shell, unconstrained liner, 28mm head, and monoblock (35 hips) and revision components (65 hips) with additional screws in 45 hips and augmentation in 5 hips. The indication for revision was acetabular loosening (67), liner wear (19), loosening of both components (5), infection (2), protrusion (2), malposition (2), periprosthetic fracture (1), femoral loosening (1), and recurrent dislocation (1). The mean age of the patients at the time of revision was 69.8 (sd 8.0; range 48.0¿91.0) years. The mean follow-up time was 9.4 years and the median was 11.5 years (sd 4.118; range 0.1¿13.4 years). The patients were routinely clinically followed with a 3-month postoperative visit and some patients were seen after that in extra follow-up evaluations from 1¿5 years after the revision surgery. It was reported in a journal article the first patient in this series was revised at 22 days. In infection-revision cases, the head component was changed in all patients and no further revisions were required.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.